Manufacturer narrative:
Pump received with cracked battery tube threads, broken reservoir tube lip and stained address/serial number label. The p-cap does not lock into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that retainer ring was broken. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir able to lock in place when inserted into insulin pump. The device will be returned for analysis.